Event description:
It was reported that during a ptci, the balloon on the stent delivery system was very slow to inflate, and difficulty was experienced in deflating. Reportedly, the inflation device would not deflate the balloon, nor would a luer lock 50 ml syringe. A 20 ml syringe was then used and the balloon deflated very slowly and was removed. The patient experienced chest pain throughout the procedure; however, it subsided and no other ill effects were reported. The contrast was diluted 1/2 strength. There were no other visible signs that would explain why the balloon would not deflate.